Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# l55026, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), regarding a patient who was receiving baclofen (unknown; 500 mcg/ml) at 49 mcg/day and morphine (unknown; 10 mg/ml) at "0.99 mg/ml" via an implantable pump. The lot numbers of the medications in the pump were unknown. Indications for use included intractable spasticity and multiple sclerosis. Concomitant medications and patient history were not reported. On (B)(4) 2015, during the initial interrogation for a refill, the logs revealed a pump motor stall on (B)(6) 2015 and subsequent stopped pump may exceed tube set on (B)(6) 2015. As the hcp had already left the patient's home, they intended to return later that day to re-read the pump to see if the recovery was logged. The patient did not recall having a magnetic resonance imaging (MRI). The hcp intended to follow-up with the patient to check if they may have forgotten that they had one that day. The hcp was with the patient for 1 hours, but only heard the pump alarm once during interrogation; the critical alarm interval was set to 10 minutes. No patient symptoms were reported. Actual refill volume (arv) was 3 ml and expected refill volume (erv) was 3.2 ml. Based on the flow rate and the last refill on (B)(6) 2015 (168 days prior), it aligned with the fact that the pump had been delivering the medication. Additional information regarding troubleshooting, actions/interventions taken, causality, and resolution related to the pump alarm and motor stall has been requested, as well as confirmation of the morphine dose. If additional information is received, a supplemental report will be filed.